Event description:
Additionally, healthcare professional reports capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on anterior due to surgical damage, smooth edge on posterior due to smooth opening and wear abrasion. Based on the device analysis the final assessment is: a broken shell is found with the following conditions: striated edge on anterior due to surgical damage, smooth edge on posterior due to a smooth opening, and missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports rupture of an unspecified side. The device has been explanted.